Event description:
It was reported that the patient presented in the clinic for a routine follow up. Electrocardiograms revealed noise on the atrial lead, resulting in inappropriate auto mode switch episodes. The noise was reproducible with arm movement. Lead imaging revealed no anomalies. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.